Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer complaint of the tubing splitting apart and chemotherapy spilling on hcp cannot be verified because there was no photo or sample returned for investigation. A device history record review could not be performed on model 2260-0500 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem v/nv ntg 20dp 20pk experienced leakage, ruptured tubing, and air bubbles/air in line and was involved with the patient receiving medical intervention. The following information was provided by the initial reporter: patient admitted to hospital receiving IV chemotherapy infusion. Healthcare provider (hcp) flicking tubing to release air bubbles. Tubing that sits in the alaris pump split apart and spilled on hcp. After inspecting tubing, unsure of exactly how the chemotherapy spilled. Patient required additional chemotherapy to be prepared to make up for lost amount. Hcp was exposed to chemotherapy on skin. Required medical care including showering, visit to ER, and has dermatologic adverse effects from chemotherapy spill.